Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 15, 2020 that a lighttrail reusable 270um laser fiber was used in a ureteroscopic holmium laser lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during the procedure, the physician found that there was a resistance when then fiber was inserted into the flexible scope. There was a nodule on the fiber coating. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an lighttrail reusable 270um laser fiber was used in a ureteroscopic holmium laser lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during the procedure, during the procedure, the physician found that there was a resistance when then fiber was inserted into the flexible scope. There was a nodule on the fiber coating. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1454 captures the reportable event of fiber peeled/delaminated. Block h10: investigation results the returned lighttrail reusable 270m laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 287.5 cm from the top of the connector to the tip. The exposed glass tip measured approximately 0.2 cm and the tip was fractured. The remainder of the device was not returned. Light was observed bright, clear, and round from the sma connector. No damage was observed on the fiber coating. No resistance was noted when inserting the fiber into a spare ureteroscope. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that there was no resistance noted when attempting to advance the fiber down a similar ureteroscope. No damage was noted on the fiber coating; however, the tip was observed to be fractured under magnification. There is no indication of additional damage to the fiber body as light from the sma connector was bright, clear, and round. It is likely that the handling of the device during setup, or reprocessing caused damage to the fiber tip, leaving the tip non-concentric and likely causing the user's reported difficulty to advance the device down the scope. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.